Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: unknown a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual device has been returned for evaluation. 1. Visual inspection of the actual sample the outer layer had been peeled and rolled up toward the proximal side exposing the core wire. The exposure of the core wire was observed approximately 45 mm in length, specifically in the area approximately 802 mm to 847 mm from the distal end. The length of the rolled-up part of the outer layer was approximately 38 mm, specifically in the area approximately 847 mm - 885 mm from the distal end. 2. Visual inspection of the actual sample (microscope) abrasions were found scattered in the longitudinal direction, specifically in the area approximately 700 mm to 800 mm from the distal end. -the outer layer had been fractured at approximately 802 mm from the distal end, and it looked like it had been torn off. There were longitudinal abrasions on the core wire near the fracture of the outer layer, suggesting that some kind of hard object had come into contact with the actual sample. The folding point of the peeled outer layer was at approximately 847 mm from the distal end. The rolled-up part of the outer layer had been buckled sporadically. The end of the rolled-up outer layer was found at approximately 885 mm from the distal end. It exhibited a tone-off shape. 3. Dimensions of the actual sample the outer diameter of the undamaged section: it met the factory's specifications. No anomaly was found. 4. Confirmation of defects in the actual sample (visual inspection) the rolled-up part of the outer layer could not be returned to the original state. When the buckling was released, the length of the rolled-up part was approximately 40 mm. Based on this, the missing length of the outer layer was thought to be approximately 5 mm as maximum. [Exposure of core wire (approximately 45 mm) - rolled up part of the outer layer (approximately 40 mm) = missing length (approximately 5 mm)] the length of the folded portion could not be included since the rolled-up state could not be released. 5. History investigation of the involved product code and lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found 6. UDI no. (B)(4). (Cause of occurrence) from the results of the investigation, it was inferred that the actual sample came into contact with some hard object during the procedure, and this contact applied excessive abrasion load from distal to proximal, resulting in the peeling and rolling up of the outer layer. However, since the specific details of the occurrence are unknown, it was not possible to clarify the detailes of the abrasion load applied to the actual sample. The defect length of the outer layer was thought to be a maximum of approximately 5 mm. (Countermeasure) ashitaka factory assures the quality of this product by performing the following controls. The guidewire is passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer on the surface of guidewire. Before the product packaging process, 100% visual inspection is performed to confirm that there is no exposure of the core wire or no anomaly in the appearance. The instructions for use (IFU) of this product includes the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glldewire and/or the catheter and determine the cause by fluoroscopy." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during an iliac angiogram with wire access into the common femoral artery, after two different catheter exchanges along the wire they noticed the glide coating had come off part of the wire during the case. They exchanged wires. They finished the case; however, they could not get through the stenosis of the iliac vessel. The patient left the procedure in stable condition. The type of procedure performed was a bilateral iliac angiogram. There was no blood loss. Additional information was received on 18jul2024: the catheters used were angiodynamics 5fr kumpe & 5fr omniflush. There were no issues with the catheter going on & off the wire.